Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Upon receipt at our quality assurance laboratory, the fiber was analyzed. Visual analysis identified the fiber was bent and fractured at the proximal end of metal cap. The glass cap exhibits severe devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The fiber metal cap exhibits severe debris adhesion on its surface, indicative of prolong tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed that the aiming beam was at the output window and there were no signs of additional breakages. Per DHR the fiber met assembly and performance specifications prior to release and fiber analysis identified bent which is indicative of resistance encountered during use. It is probable that rough handling of the fiber during the procedure contributed to the observed bent leading to the fracture at the proximal end of the metal cap. Based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that boston scientific received a fiber without customer information and device performance allegation information. Analysis of the returned fiber found that it was fractured at the proximal end of metal cap.